Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high impedance reading (dc-dc code 7), indicating possible device malfunction. The pt does not always feel magnet mode stimulation. The pt reportedly has a history or domestic disturbances and may have suffered some injury or trauma that could cause damage to the vns therapy system. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. The pt has been referred to neurosurgeon for consult.